Event description:
The customer reported having low blood glucose and the paramedics were called. The caller stated that he was exercising and may have overcorrected. The customer was having issues with the sensors. Troubleshooting was declined as customer believes the insulin pump was not the problem. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.